Manufacturer narrative:
Main investigation conclusion: the reported event of a driveline power fault was able to be confirmed. The modular cable (lot number: 18936j) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 5 days ((B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. The driveline was disconnected on (B)(6) 2022 at 05:29:14 and was reconnected at 06:15:34. Following the reconnection, driveline power faults coincident with pwr b broken and ocp b open faults were active and did not clear for the remainder of the log file. The driveline was disconnected on (B)(6) 2022 at 07:50:05 and was not connected again for the remainder of the log file. The controller was shut off and placed into charge mode at 07:53:08. There were no other notable alarms active in the log file. The controller underwent initial testing and did not pass due to an opened fuse b. The fuse was replaced and the controller was retested. The controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop and function as intended. The root cause of the reported event was conclusively determined to be caused by a 180-degree connection of the modular cable causing the fuse to open. Incidental findings: tear in the outer layer, and debris inside the threading of the inline connector. Heartmate 3 instructions for use, rev. G, ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. G, ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including controller fault, driveline power fault, and driveline disconnect, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook, rev. G, ¿how your heart pump works¿ instructs users on how to exchange their system controller, and states to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The section also provides the proper steps to connect the driveline to the system controller. This section states, ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connect.¿ heartmate 3 patient handbook, rev. G, ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. Also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the modular cable (lot number: 18936j) were unable to be reviewed due to the records being unavailable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2022-01240, 2916596-2022-01241. It was reported that the patient's log files were submitted for review concerning driveline communication fault alarms. The patient came to the emergency room (ER) with driveline communication fault alarms and pump stop alarms. A review of the log file revealed that the patient was connected to fully charged batteries on (B)(6) 2022 at 1618:28. A power source exchange was made at (B)(6) 2022 at 0527:35. The log file indicated that the driveline was disconnected from the controller on (B)(6) 2022 at 0529:14. While the driveline was still disconnected, the controller was connected to mobile power unit (mpu) power on (B)(6) 2022 at 0546:26. While the driveline was still disconnected, the controller was switched back to battery power on (B)(6) 2022 at 0606:44. The driveline was reconnected to the controller while on battery power on (B)(6) 2022 0615:38. Motor speed was increased to the set speed of 5000 rpms however the controller indicated that the driveline power fault was associated with an open fuse in the system controller. The log file indicated the controller¿s power source was switched from battery power to power module power on (B)(6) 2022 at 0658:46. Driveline power fault events continued. The system continued to maintain its set speed until another driveline fault occurred on (B)(6) 2022 at 0749:22. Additional information revealed that the patient passed away. They were found unresponsive and were brought to the ER by emergency responders.